Manufacturer narrative:
Initial reporter address: (B)(6). The lot was manufactured from may 07, 2020 - may 08, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that red marks were observed inside the tubing of two (2) ce intermates lv 250 ml. This was observed prior to patient use. There was no patient involvement. No additional information is available.